Event description:
It was reported to tyco healthcare/kendall that a customer has a problem with a sharps container. A member of environmental services received a needlestick while attempting to remove a full container. A needle had punctured the container and was protruding through the bottom corner.